Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was operating slow and abnormally. During in-house engineering evaluation, it was determined that the device electronic control unit had no voltage and the motor was four years old, failed check for sticky speed trigger, failed check of the off mode, check the oscillation/forward/reverse mode function, switching function for forward and reverse, oscillation angle and the motor was worn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.